Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Company product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company model, 21.5 diopter lens model. The associated handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A root cause determination cannot be made without physical examination of the product. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for followup information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported with a description of 3 intraocular lenses cracked or marked. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).